Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction occurred. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of 561 mg/dl; cause unknown. A correction bolus via the pump was delivered to address bg. Customer reverted to an alternate method of insulin therapy.